Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was not reading the pressure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Unrelated to the reported issue, the fse observed that the iabp was not completely docked into the transport cart, impeding the iabp from charging the batteries of replenishing helium. The fse reseated iabp into the cart properly, and then performed full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was not reading the pressure. There was no patient involvement, and no adverse event reported.